Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that patient is experiencing ineffective therapy due to high impedance. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that patient is experiencing ineffective therapy due to high impedance. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
A lead experiencing in vivo high impedances was reported to abbott. The lead in question remains implanted and was not returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.